Event description:
It was reported during in clinic follow up that patient presented with dyspnea and fatigue. The right ventricular lead exhibited high capture thresholds. Instances of inappropriate shock were noted. The lead was deactivated and capped on (B)(6) 2022 and successfully replaced. The patient was stable. Further information was requested, but not yet available.